Manufacturer narrative:
Product event summary; the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the setscrew marks on the connector pin were too proximal. There are five sets of setscrew marks on the is-1 pin. Two sets of setscrew marks on the is-1 pin are too proximal and three set are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device. The device was not returned so the lead was inserted into a fresh device, and insertion went fully into device. Visual summary analysis of the lead indicated apparent explant damage. The outer insulation is cut at 3cm, explant damage. The overlay tube is cut at 15cm, explant damage.

Manufacturer narrative:
Concomitant medical products: product ID: 439888 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had no capture since implant. It was noted that the patient had a poor anatomy. Additionally, the right ventricular (rv) lead connector pin could not be fully inserted into the device header and insulation damage was noted. The lv and rv lead were explant and replaced. It was further reported that when the replacement device was connected, the lv setscrew could not be engaged. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.